Event description:
It was reported that white foreign matter was found on the bd saf-t-intima¿ IV catheter safety system needle after removing it from the packaging. The following information was provided by the initial reporter, translated from chinese: "when preparing to indwell the patient. When unpacking, it was found that there were white floc on the needle."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
It was reported that white foreign matter was found on the bd saf-t-intima¿ IV catheter safety system needle after removing it from the packaging. The following information was provided by the initial reporter, translated from chinese: "when preparing to indwell the patient. When unpacking, it was found that there were white floc on the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.